Event description:
(B)(6) but that doesn't matter. I'm type 2 and am throwing devices in garbage because the FDA requires all alarms on app must override disable feature. Firstly constantly alarms connecting and disconnecting secondly alarms on low blood sugar. Yes, these are awesome, but it is not safety and is annoying. I stuck self with needle for a decade and no issues. I should be able to sign waiver yearly and not have to hear this. It is stupid (B)(6) scared of attorneys.